Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. All six of the pedicle screws exhibited markings on the inner saddle that are consistent with proper rod seating. The bottom side of each set screw was also examined and all exhibited markings consistent with proper rod seating. One of the set screws did exhibit some damage to the threads that may have resulted from an inter-op cross-threading incident. While it is unknown, this is likely the set screw that backed out first and in turn altered the loading on the entire construct. This altered loading could have then caused the other two set screws to loosen. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On 03.06.2017 it was reported to k2m, inc. That a revision surgery took place in which backed-out set screws were removed. Revision surgery took place (B)(6) 2017.